Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump fell on tiles and the touchscreen became shattered and unresponsive. Blood glucose was not impacted. Reportedly, the customer had an alternate method of insulin delivery available.